Event description:
Related manufacturer reference number: 1627487-2019-05525. It was reported that the patient was not receiving adequate therapy from their scs system. As a result, the patient's system was explanted on (B)(6) 2019.